Event description:
After completion of venipuncture left wrist with 22g IV cath, excessive bleeding was noted. Inspection of IV site and IV cath revealed a fracture at the hub site of the IV catheter. Pressure was applied proximal iofsite and catheter was removed intact. Reported to manufacturer.